Event description:
The report say: (B)(6) 2020 when the patient is using ventilator, the nurse found the screen appeared alarm " 2.21 ".

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while ventilating a patient. An alternative device was made available; however, no patient harm was reported. The root cause was determined to be a defective power supply due to the aging of the device. In consequence the power supply got replaced. There was no reported patient or user harm.